Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to the lcd assembly-backlight driver module system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitoring a patient (age & gender unknown), the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.